Event description:
Reportable based on analysis completed on 06dec2018. It was reported that catheter image on the rhythmia mapping screen started moving around sporadically and then disappeared. However, analysis revealed body fluid ingress via ring 3 seals and electrode could have caused intermittent tracking that was observed during the procedure. Visual inspection shows dried body fluid found under both ring 3 seals and electrode. Dried body fluid also found on the handle, main body tubing and distal end. Dried saline found on the distal end and inside the irrigation ports.

Manufacturer narrative:
Describe event or problem updated to include additional analysis details. Model number corrected from 87048 to m004mr4500k20. Initial reporter first name corrected from (B)(6) to (B)(6). Initial reporter last name corrected from (B)(6) to (B)(6). Occupation corrected from other health care professional to physician. (B)(4).

Event description:
Reportable based on analysis completed on 06dec2018. It was reported that tracking issues occurred. During a left atrial flutter procedure the intellanav mifi xp catheter image on the rhythmia mapping screen started moving around sporadically and then disappeared. The procedure was completed with another intellanav mifi xp catheter. No patient complications were reported. However, analysis revealed body fluid ingress via ring 3 seals. Visual inspection shows dried body fluid found under both ring 3 seals and electrode. Dried body fluid also found on the handle, main body tubing and distal end. Dried saline found on the distal end and inside the irrigation ports. Electrical continuity checks revealed no electrical shorts, as checked manually using a multi-meter and breakout box. Rings 2 & 3 measured electrically open. All other electrodes, sensor and thermistor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found evidence of dried fluid throughout the distal end cavity. Rings 2 & 3 were removed. Dried body fluid found under both electrodes and inside the feed through holes. Both ring wires are broken at the ankle to the electrode weld.